Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4) lead, implanted (B)(6) 2004. (B)(4).

Event description:
It was reported that upon interrogation, undersensing or noise was seen on the electrogram for the atrial lead. The physician declined any programming changes. The lead remains in use. No patient complications have been reported as a result of this event.